Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 02/20/2023, that on (B)(6) 2022, the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction which occurred when the sensor had been inserted in the arm. The patient developed a rash, redness, inflammation, blisters, and a scar underneath the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was cleansed with soap and water. The reaction area was kept clean and dry. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2023-061575 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.